Manufacturer narrative:
This report is submitted on february 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to pain at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Additional: the date of explant has since been reported as january 21, 2019. The patient was not re-implanted with a new device during the same surgery. This report is submitted on may 9, 2019.